Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer reportedly reverted to manual insulin injections for insulin therapy. Customer's blood glucose level ranged from 200-300 mg/dl.